Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eleven days post implant, the helix of the right atrial (ra) lead had perforated the heart. The ra was explanted and replaced and the bleeding was indicated to have stopped. No further patient complications have been reported as a result of this event.